Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine education, the cardiosave intra-aortic balloon pump (iabp) unit had received a new helium tank about a month ago and had not been used on a patient since. This customer does a daily power-up safety check and noted a gradual decrease in helium from the "new" tank volume despite zero patient use. There was no patient involvement.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings and investigation conclusions), h10. Despite zero patient use, the customer noted a gradual decrease in helium from the "new" tank during daily power-up safety checks. It was suggested that this could be a problem. Upon quick inspection, it was observed that the yoke screw securing the tank may have not been fully tightened during training. The customer, who has a trained biomed technician and performs their own maintenance, was advised to report the issue to their biomed department and monitor the situation for a few days, as tightening the tank might stop the helium loss. Since they manage their own service, no service reports will be provided, and it is highly unlikely that getinge will be contacted for service related to this issue. H3 other text : awaiting technical visit.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a